Event description:
It was reported that the lead exhibited noise. Isometrics, arm positioning, and pocket manipulation confirmed the noise. A lead revision was scheduled.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.